Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.

Event description:
A patient reports while wearing a pod between 1 and 4 hours their blood glucose level had rose to over 400 mg/dl. The patient reports feeling fatigues, thirsty, irritable and disoriented. The patient reports the pods needle had failed to retract upon initial activation. In addition upon removal of the pod the cannula was found to be bent. The patient was advised by their doctor to treat themselves with 10 units of insulin in 5 hour intervals until their blood glucose level is stabilized until they are able to apply a new pod.